Event description:
During initial training of account, set-up pump used for demo purposes only. During first few flow model trainings, the pump started making metal on metal noises. The penumbra sales rep dismantled pump cover to diagnose, to discover pump "starter motor" with loose metal gasket.

Manufacturer narrative:
Technical eval: there were only 4 screws and lock washers holding the cover to the base. Upon power up, there was a loud rattling noise coming from under the cover. Upon removing the cover, the rattling got louder and a piece internal to the motor could be observed bouncing around the shaft of the pump motor. Conclusion: the problem noted is confirmed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.